Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, broken reservoir tube lip, cracked battery tube threads and a cracked belt clip slot. No moisture damage was noted inside of the insulin pump.

Event description:
It was reported that the customer received a button error alarm from her insulin pump. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer stated she was rained on and her insulin pump was exposed to the moisture. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.